Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00367. The hospital disposed of the device.

Event description:
During preparation for a coil embolization procedure, the hospital staff noticed that a pod8 coil pusher assembly was broken upon removal from its dispenser hoop. Therefore, the pod8 coil was set aside. The physician then opened a ruby coil for the procedure; however, the coil was accidentally dropped on the floor. The broken pod8 coil pusher assembly and dropped ruby coil were found prior to use and therefore, the pod8 coil and ruby coil were not used in the procedure. The procedure was completed using additional ruby coils.